Manufacturer narrative:
(B)(4). Any additional information is provided by the customer a follow up report will be submitted. A vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a malfunctioning drive. The technician replaced the driver and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the 3100a ventilator would not cycle. The customer confirmed that there was no patient involvement associated with the reported issue.